Event description:
(B)(4). I had heavy painful periods, severe weight gain, severe cramps, and I was always sick. I had a uterine ablation done a year later then in 2012, I had to have a hysterectomy done to remove the coils.